Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies compared to the patient's blood glucose meter on (B)(6) 2013. The patient's wife reported the following discrepancy: cgm reading at 400 mg/dl and blood glucose meter 120 mg/dl. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.